Event description:
It was reported, during the implant procedure and after a 21 mm sjm epic valve (medwatch report# 3001743903-2010-00025) was implanted, an aortic insufficiency was detected and the valve was removed and replaced with this smaller 19 mm mechanical valve. The pt died the same day as the procedure. The cause of death is unk. Additional information has been requested.